Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Cause of death was renal failure, right ventricular failure and lung hemorrhage. Support was withdrawn in the operating room.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (renal failure, right ventricular failure, lung hemorrhage, patient outcome) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that the patient expired on (B)(6) 2020 due to renal failure, right ventricular failure, and lung hemorrhage. This occurred the same day as the original implant date. Support was withdrawn in the operating room. No alarms were reported for this event. It was later clarified that the expiration was not considered to be device related. The device operated as intended. It was reported that heartmate ii lvas, serial number (B)(6) will not be returning for evaluation. The hmii lvas IFU lists right heart failure, renal failure, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.